Event description:
A customer contacted beckman coulter (bec) reporting about 10 ml of liquid leaked from the coulter ac*t diff 2 analyzer and the red blood count (rbc) bath overflowed during startup and the white blood count (wbc) appeared to be empty. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the solenoid line lv11 (routes diluent to the rbc and wbc bath ports) not working properly. The fse replaced the solenoid lv11 which corrected both baths and issue was resolved. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).